Event description:
Intuitive surgical, inc. (Isi) received user facility report#(B)(4). Stating: "patient brought to surgical suite and was given general anesthesia. She was then placed in dorsal lithotomy position and prepped/draped in sterile fashion. During the procedure, bipolar force was used. However, after initial use of the device, the tip of the bipolar force will not straighten back. So, the surgeon removed the arm with the trocar. Device was replaced by another one and the procedure continued with no further incident. No harm done. " intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The cadiere forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: the instrument could not be removed from the cannula due to a unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.